Event description:
It was reported that, "the cup was inserted during a primary hip, surgeon tried and failed to insert 3 screws through cluster screw holes in cup. The surgeon stated that he felt there was a problem with one of the screw holes (bottom far right). The cup was removed from the patient and the surgeon proceeded to insert a 60mm hemispherical cup. After trying and failing to insert more screws into the new cup, the surgeon was satisfied with the cups fixation and inserted a liner. Later in the procedure, the surgeon was perplexed by his inability to get any screws into the cup, and proceeded to ask the anesthesiologist about previous cancer radiation treatments. It was revealed that the patient had prostate.